Event description:
It was reported that a remote transmission was received indicating the patient received inappropriate atp therapy due to post-sensed t wave oversensing. Programming changes were made and resolved the issue. Patient is doing well.